Event description:
It was reported that 8 bd ultra-fine¿ insulin syringes were unable to aspirate. The following information was provided by the initial reporter: it is difficult to aspirate the insulin, because the plunger does not "pull" the insulin (in his words) (difficult to perform function issue).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6) // dob: (B)(6) 1960. Initial reported addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: - unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that 8 bd ultra-fine¿ insulin syringes were unable to aspirate. The following information was provided by the initial reporter: it is difficult to aspirate the insulin, because the plunger does not "pull" the insulin (in his words) (difficult to perform function issue).